Event description:
It was reported the subject device exhibited "check pump head fault" , found during preparation for use. There was no patient impact , no harm reported due to the event.

Manufacturer narrative:
The subject device was received and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the subject device exhibited "check pump head fault", found during preparation for use. There was no patient impact , no harm reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was confirmed. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.